Event description:
It was reported that during a coronary artery drug eluting stent treatment procedure, the stent became dislodged from the stent delivery system (sds). The physician attempted to treat an 80% stenosed moderately calcified, mildly tortuous mid lad (left anterior descending) artery lesion with a taxus liberte 2.50 x 24 mm drug eluting stent. It was reported that the physician per dilated the lesion with unspecified 2.0 and 2.5 mm balloon dilation catheters, he then attempted to place the 2.50 x 24 mm taxus liberte drug eluting stent, but was unable to cross the lesion. When the physician attempted to remove the stent delivery system (sds) it was reported that the stent became dislodged from the sds within the lad. The physician was then able to place a competitor's balloon dilation catheter through the dislodged stent and deploy it in the lad. The physician then completed the procedure by placing two different competitor's stents within the target lesion. There were no reported patient injuries or complications. The patient condition was reported as "stable."

Manufacturer narrative:
The complainant indicated that the device wil not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.